Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for occipital neuralgia. The patient reported goi ng about a week without charging their implant and on the day of the report they saw a power on reset (por) warning message on their recharger. Their therapy has stopped due to the por. During the call the patient checked with their patient programmer and also saw the warning screen. The patient was walked through the steps to clear the por and was able to continue recharging. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.